Event description:
It was reported that while attempting to treat a lesion in the right coronary artery, at the bifurcation that had previously been stented, the guide wire perforated the vessel wall. The pt was considered high risk but was taken to surgery for treatment. Several days after the surgery the pt developed pneumonia and has soft tissue masses in their lungs.